Event description:
A c.n.a. Who was not trained on the device used it to try and transfer resident of non weight bearing ability. In addition to not being trained on usage of lift it is believed the sling was incorrectly hooked up to transfer the resident to their bed and resident slid off the sling onto the floor. Resident fractured their wrist and broke an ankle. In service training has been completed on lift for all the c.n.a.'s per director of facility.